Manufacturer narrative:
Upon further review, it was confirmed that the reported event laser function disabled did not meet criteria of a reportable malfunction as the console displayed a system message (sm) which indicated that laser functions were disabled. The sm is not considered as reportable malfunction because a serious injury has not occurred, and recurrence is not likely to result in a serious injury. These sms and associated actions are intended to function as designed to mitigate unanticipated conditions and to ensure safe operations. Based on this information, the complaint does not meet the criteria for regulatory reporting. No further reports will be submitted under mfg report num: 2028159-2026-00233. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that an advisory code appeared while using the ophthalmic console, and the footswitch was not working and the laser function became disabled during the procedure, leading to an adverse event. The procedure details were not reported, and current condition of the patient is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).